Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g4, g7, h1, h2, h3, h4, h6, h10. Visual examination of the returned product identified the nail is fractured. Xrf analysis found the ankle nail material to be consistent with ti6-4 titanium alloy. Observed fracture surface artifacts suggest the ankle nail likely failed by fatigue fractures, possibly related to a possible screw contact abrasion. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted. Product not returned.

Event description:
It was reported patient underwent a revision procedure approximately six months post-implantation due to pain and implant fracture. No additional information is available.